Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient wanted the device explanted as she does not like recharging. Caller reports patient sat for 45 minutes today with excellent coupling, reports the charging level did not advanced, continue to see <(><<)>10% charge. Caller reports patient did let her controller go to sleep. Caller wanted to know if patient could get a new replacement controller and recharger. Suggest seeing the patient in office, charge the ins and access recharging diary and send in logs for today charging session. Additional information was received from the patient. The patient had the controller, recharger, and controller battery replaced. The caller indicated that the controller keeps displaying the poor recharge quality message. Sometimes the controller connects for a short time displaying excellent or good status but switches back to poor coupling screen. When the controller connects to the ins, it displays the ins battery level is showing the red indicator (0-9% charged) and controller battery is 50%. The caller reported that the ins is somewhat deep, the caller said that it was not 3cm deep, maybe more like 1cm. During the call, technical services specialist (tss) had the caller try to start a charging session, the controller stayed on the checking recharge quality screen for a long time. Tss had the caller remove and reinsert the controller battery. The caller attempted to start another recharging session. The caller indicated that the controller connected and showed excellent status. The controller changed and displayed the poor coupling message after about one minute. Tss had the caller move the recharging antenna and the controller connected for normal recharging again with excellent recharge quality. The caller locked the controller screen and then monitored the green light on top of the controller to ensure that the controller remained in the recharging session. The caller maintained the recharging session for several minutes. The caller ended the charging session and reconnected to the ins. The caller confirmed that during the second attempt the controller/recharger connected to the ins again. At the end of the call the caller reported that the controller was connected to the ins and charging normally. Patient reported they had it removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the patient¿s device had been explanted, but the device is not available for analysis.